Manufacturer narrative:
The insulin pump passed the displacement test and self test. No multiple insulin pump alarm noted during testing. However, insulin pump error alarm and pump error alarm found in the formatted history due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error. Customer was able to clear the alarm and had completed insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.